Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while performing anastomosis of the esophagus to the stomach in a laparoscopic esophagectomy procedure, the stapler's end part came off and the part was left inside the patient's cavity and was removed using an instrument. A second stapler was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the disengaged staple guide with proper weld marks noted the presence of a full complement of staples. Since the clinical anvil was not received, a pmv representative anvil was used for all functional testing. Functionally, the device was applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely, and the staple line was properly formed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed disengaged staple guide may occur if the instrument is handled rough. The root cause of the observed damage was due to the product not being used as indicated which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.